Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: event: stapling failure. There was immediate opening of the anastomosis shortly after firing. Were there any issues during firing? Please describe in detail the issue experienced. At the procedure time there wasn´t any "employed" of j&j to confirm any initial issue but, the healthcare professional related the stapler fault in the time of firing. How was the anastomotic opening addressed? Manual anastomosis. What was the indication for surgery? I don´t know about the indication for surgery. What is the current status of the patient? The hospital doesn´t provide this information. I have no further data to provide beyond those mentioned above.

Event description:
It was reported that during an unknown procedure, stapling failure. There was immediate opening of the anastomosis shortly after firing.